Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited that the standby switch did not respond. There was no patient involvement.